Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred from the dialysate delivery system during a routine hemodialysis treatment, which stopped dialysate flow to the cycler. Treatment was discontinued with a partial rinseback was performed, resulting in an estimated blood loss of 45cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The ancillary product was not available for evaluation. The cause of the reported alarm cannot be determined. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.